Event description:
The customer stated the device had a message, "maintenance required", during system check. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.